Event description:
Per the audiologist's report, the pt's speech and language regressed. The child was being treated for neurological and behavioral issues at the time. The decrease in speech/language abilities was initially attributed to these other issues. The results of an integrity test done in 2007, were consistent with receiver/stimulator malfunction. Cochlear recommended the child discontinue use of the device. Explantation/reimplantation plans have not been reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.